Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was ¿low¿ (specific bg value was not provided). Cause of the low bg is unknown. Customer consumed carbohydrates to address low bg. The cartridge was reloaded to resolve the issue.